Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), pain ("body aches"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, fatigue, headache, migraine, pain, arthralgia and dizziness outcome was unknown. The reporter considered arthralgia, dizziness, fatigue, genital haemorrhage, headache, migraine and pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive and abnormal bleeding(general)") and menorrhagia ("menorrhagia") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included raynaud's syndrome, hypothermia and shaking of hands. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("pressure headaches"), migraine ("migraines"), pain ("body aches/overall body pain"), arthralgia ("joint pain"), dizziness ("dizziness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problem condition: depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), anaemia ("blood or heart disorder/condition type: anemia"), chest pain ("pain in chest"), nausea ("nausea"), hypoaesthesia ("neurological conditions or problems type: numbness"), amnesia ("memory loss"), confusional state ("confusion"), dysmenorrhoea ("dysmenorrhea (cramping)/period pain"), diplopia ("vision/eye problems type: double vision"), vision blurred ("blurred vision"), eye pain ("eye pain"), ocular discomfort ("eye pressure"), constipation ("gastrointestinal or digestive system condition type: constipation"), abdominal distension ("bloating"), alopecia ("hair loss"), rash ("rashes or skin conditions- type"), pain in extremity ("pain; arms legs hands"), pain of skin ("skin pain") and skin disorder ("rashes or skin conditions") and was found to have blood glucose decreased ("low blood sugar"), heart rate irregular ("abnormal heartbeat") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation/dilation and curettage, removal of the device/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, fatigue, dizziness, vaginal haemorrhage, depression, fibromyalgia, anaemia, blood glucose decreased, heart rate irregular, chest pain, hypoaesthesia, amnesia, confusional state, dysmenorrhoea, vision blurred, eye pain, ocular discomfort, weight increased, constipation, abdominal distension, alopecia, rash, pain in extremity and pain of skin outcome was unknown and the headache, migraine, pain, arthralgia, nausea and diplopia had resolved. The reporter considered abdominal distension, alopecia, amnesia, anaemia, arthralgia, blood glucose decreased, chest pain, confusional state, constipation, depression, diplopia, dizziness, dysmenorrhoea, eye pain, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate irregular, hypoaesthesia, menorrhagia, migraine, nausea, ocular discomfort, pain, pain in extremity, pain of skin, pelvic pain, rash, skin disorder, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: (B)(6) 2008. In current follow up reported as: 08jan2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2019: pfs received with her demographic details were updated. Aka name added. Product indication updated. Suspect drug implant date updated from (B)(6) 2008 to (B)(6) 2009 and explant date on (B)(6) 2009. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problem condition: depression, autoimmune disorder type of disorder: fibromyalgia, blood or heart disorder/condition type: anemia, low blood sugar, abnormal heartbeat, pain in chest, nausea, neurological conditions or problems type: numbness, memory loss, confusion, dysmenorrhea (cramping), pelvic pain, vision/eye problems type: double vision, blurred vision, eye pain, eye pressure, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: constipation, bloating, hair loss, rashes or skin conditions- type, arms legs hands and skin pain. Event clubbed: body aches/overall body pain. Event outcome updated for: headaches, body aches/overall body pain, joint pain, migraines. Lab data added. Medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), migraine ("migraines"), pain ("body aches"), arthralgia ("joint pain") and dizziness ("dizziness"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, fatigue, headache, migraine, pain, arthralgia and dizziness outcome was unknown. The reporter considered arthralgia, dizziness, fatigue, genital haemorrhage, headache, migraine and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.